Event description:
The intra-aortic balloon leaked. Blood was noted in the catheter. The intra-aortic balloon was surgically removed. Event complications: the intra-aortic balloon was surgically removed- reported 7/27/98. (Pt's current status: unk-reported 7/27/98.